Event description:
It was reported that during a pulsed field ablation procedure, a faradrive steerable sheath (clear) was selected. During insertion into the patient's body, the valve was leaking a large amount of blood and needs to be replaced. No air ingress was observed. The sheath was repalced and the procedure was completed successfully. There were no patient complications.